Manufacturer narrative:
Evaluation summary: as received the sheath is separated in two. The distal portion was returned in a sample vile, measuring approximately 8.5cm with traces of blood on it. The sheath appears cut at a 45 degree angle with sharp instrument three quarters way through and was separated the rest of the way buy pull force. There is no indication of a manufacturing defect. The damage seen is consistent with damage use.

Manufacturer narrative:
Image review did not reveal any additional information about the event. Additional reported information: the physician made two incisions at the same place. One was with the input introducer. The other incision was for a medtronic marinr 7fr ablation catheter, using the introducer of the marinr. First they made an incision with a needle and passed a guide wire through the needle and removed the needle. Then they made a second incision with another needle and passed a second guide wire through the second needle, and then removed the second needle. Then an introducer passed over each guide wire. The first input sheath was not in place in the femoral prior to the second incision being made. There were no additional punctures or cuts after the input introducer was placed in the patient. A 5fr non-mdt catheter was used with the input introducer.

Event description:
An input introducer was removed from packaging, inspected and prepped with no issues noted. The device was properly hydrated. There was no scar tissue at the entry site in the patient. The introducer was inserted into the right femoral vein. At the end of the ablation procedure, when an attempt was made to remove it, part of the introducer was left in the patient. No resistance was felt, and excessive force was not used when attempting to pull back the device from the access site. Surgery was completed the same day as the event. It was successful, the surgeon found the fragment of the introducer just under the skin, not in the vein. No additional patient clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.